Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2019 patient underwent proximal humerus hardware removal procedure. The broken fragment of cruciform screwdriver was located in the proximal humerus and could not be removed. Spare device and pliers were used to extract the screws. Procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture additional medical/surgical intervention required, surgery prolonged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. I inform that it was damaged in surgical procedure (key-screw-crucif-can 3) reference: 314.463. This key belongs to the canulated screw 3.0 box, which is permanently in the hospital. Reference: 40096777. Lot no .: 183.017.2 serial number: (B)(4). At the moment the screwdriver-crucif-can 03 was being used to remove cannulated screw, it broke the tip that fits the screw because it was a difficult removal removal. It was not possible to remove the fragments of the damaged key in procedure. Two cannulated screws were removed, one of which was partially removed. The instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachments (4 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed, and the complaint condition for broken could not be confirmed as the image did not show enough clarity on the distal end to show a broken tip and the x-ray did not provide enough clarity to determine if broken fragments were left from the driver. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that according to the technical assistant, it was damaged in the surgical procedure (key-screw-crucif-can 3) reference: 314.463. This key belongs to the cannulated screw 3.0 box, which is permanently in the hospital. Reference: 40096777, lot no .: 183.017.2 serial number: (B)(4). The screwdriver-crucif-can 03 was being used to remove cannulated screw, it broke the tip that fits the screw because it was a difficult removal. It was not possible to remove the fragments of the damaged key in procedure. Two cannulated screws were removed, one of which was partially removed. Surgery was delayed around four hours. Patient's condition after the procedure is unknown. Concomitant device reported: unknown cannulated screw (part# unknown, lot# unknown, quantity# 1). This complaint involves three (3) devices. This report is for one (1) cannulated cruciform screwdriver. This report is 1 of 3 for (B)(4).